Event description:
Nurse stated that the pump had a notification on the pump saying down occlusion and would not be able to pump the medication. Pharmacy shipped out a new pump and sent a return box to have the defective one returned. Nurse was able to do a gravity infusion so patient did not miss any doses or have any adverse effects. No other information known. Is the actual device available for investigation? Yes. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Unknown. Did the report product occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical investment provided? Reported to (B)(6) by: health professional.